Event description:
Customer reported a malfunction with the pump, indicated by error code 3-0x2095. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.